Event description:
The pump stalled multiple times. The pump had been implanted since (B)(6) 2008. The pump was replaced. There was reported to be no patient injury. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a gear train anomaly in regards to corrosion. Moisture was found in the motor can's bulkhead compartment, but it was inadvertently deleted. When gear three was isolated from the rest of the gear train, it was noted as being much harder to turn than normal. Also, when gear three was removed from the upper bridge, part of the o-ring came with it. Pump logs revealed multiple motor stalls followed by motor stall recovery occurred from (B)(6) 2012.

Manufacturer narrative:
Corrected/updated information: analysis of the pump revealed pump motor stall confirmed-undetermined cause.

Event description:
The patient experienced increased spasticity, was jittery, and was not feeling well. A pump alarm was sounding. The patient was taken to the emergency department with symptoms of withdrawal and immediately underwent surgery to replace the pump. Pump interrogation revealed that the pump had been stalling and restarting since (B)(6) 2012. It was unclear as to when the pump was explanted; it was also indicated that the pump was explanted on (B)(6) 2012. The pump was delivering baclofen and fentanyl.